Manufacturer narrative:
Based on the information provided the cause of the vessel injury, per the surgeon, can be attributed to the location of the mass that was on the vessel that the surgeon intentionally was trying to dissect and remove. It was confirmed that the customer will not return the mcs instrument as the surgeon had stated there was no malfunction of the instrument and the injury was due to the patient's anatomy. If additional information is received, a follow-up MDR will be submitted. A review of the system logs has been performed. Per the logs, the mcs instrument was used on that system's second procedure of the day. There are no errors related to non-intuitive motion during that procedure. Additionally, the mcs instrument has been used in multiple subsequent procedures. No images or video recordings available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy with staging for cancer procedure, the patient experienced an arterial injury. The procedure was converted to an open surgical procedure to address the bleeding and repair the vessel. The surgeon confirmed that there was no malfunction of the mcs instrument or any non-intuitive motion of the arms that caused the injury. According to the surgeon, the cause of the vessel injury was solely due to the location of the mass that he intentionally was trying to dissect and remove.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure with staging for cancer, the patient experienced an arterial injury. The procedure was converted to an open surgical procedure to address the bleeding. Intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa stated he was present during the procedure and discussed the incident with the surgeon after. The surgeon used a monopolar curved scissors (mcs) instrument to dissect a suspicious mass on the internal iliac artery. The mcs instrument was installed on the right lateral port # 4. The mass was eroding approximately 1cm into the internal iliac artery. At that time, the right internal iliac artery was injured and the patient experienced bleeding. The defect was about 2mm. The surgeon used a vessel sealer extend (vse) instrument to clamp down on the injured vessel to control the bleeding. The bleeding was temporized robotically but converted to an open procedure to evaluate vascular integrity. A vascular surgeon was called in to repair the internal iliac artery. The vse instrument maintained pressure on the injured vessel during conversion. The vse instrument functioned as designed, and the manual release key was used without defect after converting to laparotomy. The surgeon stated the internal iliac artery was ligated proximally and distally to the injury and controlled the bleeding. The procedure was completed with no further issues. The estimated blood loss was 400cc. The patient received a blood transfusion on post-operative day (pod) #1. The surgeon confirmed the following: there was no malfunction of the mcs instrument or any non-intuitive motion of the arms that caused the injury. No arcing was witnessed and the mcs instrument will not be returned to isi for evaluation. The patient fully recovered with no post-operative complications or any long-term detriment. The patient experienced a longer than expected inpatient hospitalization. The cause of the vessel injury was solely due to the location of the mass that he intentionally was trying to dissect and remove. There are no video recordings or images available for isi to review.